Event description:
It was reported that metal debris was found in the tip of the needle. It was also reported this condition occured four (4) times in the same week. This did not occur during the treatment of a patient. No suspect device was returned to the manufacturer for investigation.